Manufacturer narrative:
H3: product analysis part# 8350316 ; lot# gb11h006- visual and optical inspection confirmed that one of the retaining tabs of the driver has broken. This type of damage is consistent with bend stress overload. H6: updated eval. Code result and eval. Code conclusion post analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was returned and analysis is yet to begin. A follow-up report will be sent once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a spinal product type for adolescent idiopathic scoliosis for a corrective fusion surgery. It was reported that when  the set screw was finally fastened with a break-off driver, and while the wound was being closed, the scrub nurse found a metal piece in the sterile field. At that time, it was unknown what kind of metal piece it was, but when they checked the instrument after the surgery, it was found that the stopper part of the 8350316 so47 set screw break off driver was damaged. It is thought that the broken-off plug head after final tightening was damaged when it was removed with the obturator t27, or when the instrument was returned to the instrument table by the doctor. Postoperative roentgen photography was performed and it was confirmed that there was no residue in the body. The levels implanted were th4-l3. There was no delay in overall procedure time. There were no patient symptoms or complications as a result of this event.